Event description:
It was reported that dust debris, and possibly metal shavings came out of a pin collect and fell into the pt site. The site was irrigated, and then other devices were used to complete the procedure. There was no additional medication or treatment required, and there have been no adverse affects to the pt as a result of this event.

Manufacturer narrative:
The collet was rec'd at the manufacturer for evaluation, and the reported condition of debris and shavings coming out was duplicated. Based on the investigation details, the likely cause was corroded internal components including a worn thrust bearing. Per request, the device was returned to the customer, which used a third party for repairs.